Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately shocked the patient. No intervention was performed, and the patient's status was stable.

Event description:
Additional information received indicated that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to electromagnetic interference. The patient felt pain and discomfort as a result. No intervention was performed, and the patient remained stable.